Event description:
The caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. There was no adverse impact to the customer's blood glucose level. The customer used a different wall adapter, which successfully resolved the issue, and no further assistance was required as the pump began charging.